Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was not downloaded due to the receiver continuous initialization. The case was opened for internal inspection and moisture damaged was found. The reported event of initializing screen without manual restart was confirmed due to moisture damage. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/27/2017 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.